Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, stent damage occurred. The 90% stenosed target lesion was located in the moderately calcified proximal through mid right coronary artery (rca). The lesion was predilated by an unspecified balloon catheter. When the physician attempted to advance the 3.50x28mm taxus express2 drug eluting stent (des), it was unable to cross the lesion. The physician removed the stent delivery system (sds) from inside the patient and noticed that the stent proximal edge was lifted up. The procedure was successfully completed with another of the same device with no patient complications reported. The patient's current condition is listed as "good".